Event description:
The patient received 6 shocks while in back-up mode. The cause of back up mode is unknown. (B)(6) 2013 - this device was returned with information that it was explanted on (B)(6) 2013 while the patient was upgraded to a new competitor's device.

Manufacturer narrative:
Upon receipt, the device interrogation revealed that the ICD was operating in the normal mode. Safety backup mode was not active. The battery status was eri and a number of 37 charging cycles was documented. The inspection of the memory content revealed that the device activated safety backup mode due to the detection of an invalid memory content. The presence of that invalid memory content led to invalid statistics, such as erroneous descriptions in the shock holter, such as "emergency shock". Those descriptions do not correspond to real emergency shocks, and were displayed instead of the correct description (e.g. "Automatic cap reform"); only after the invalid memory content was detected. By design, the ICD performs self-checks. In general, the device is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into safety backup mode to assure the patient's safety. While in this safety program, the ICD is capable to deliver anti-bradycardia and anti-tachycardia therapies. Upon interrogation, as well as via home monitoring, a device status error message appears to notify the physician. As the device has been reset on (B)(4) 2013, no further details can be determined regarding the activation of safety backup mode. The device was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. A long term test was performed, to verify the data retention of the device's memory. The memory components proved to be fully functional, the memory contend was retained stable throughout the entire time of analysis. The ICD was implanted for 68 months; 37 charging cycles were documented in the ICD¿s memory. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. In summary, the clinical observation resulted from invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of backup mode, to assure the patients safety. During analysis the device proved to be fully functional. Particularly, the memory content remained stable. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation.